Manufacturer narrative:
5/13/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The cause for the difficulty reported could not be reliably determined as a portion of the broken component was not returned for evaluation.

Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke. The surgeon applied another device. The hosp reported that no pt injury had occurred.